Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer's blood glucose (bg) level was 538 mg/dl. Elevated bg was addressed with a bolus via the pump. Customer loaded a new cartridge to address the issue.